Manufacturer narrative:
Information has been received that the medical worker, that came into contact with blood has not yet received any medical examination, but will be examined within a few months.

Manufacturer narrative:
Investigation showed that number 9 waste pouch was mounted in misaligned position.

Event description:
The customer experienced liquid leakage from abl90 solution pack during abl90 working. A medical worker got in touch with the leaked liquid, which may contain blood. He got liquid on his hand, his suits, his socks and his bag.